Event description:
This valve was explanted due to aortic stenosis. A preoperative angiogram revealed "mild" regurgitation. According to the op report, at explant, the valve was "easily" removed and it "appeared as if a much larger valve could have been placed at the time of implant". The annulus was noted to be "everted" and "markedly narrowed" by the supra-annular pledgets used to implant the valve. A 21 mm sjm toronto spv (spa-101-21) bioprothesis was then implanted. The pt's native tricuspid valve was also replaced with a 27 mm hancock bioprosthesis. The pt was reported to be recovering "quite well" at follow-up in 7/2000.